Event description:
The customer reported that their radiologist questioned if the hounsfield units were correct on a pt images. A philips field svc engineer (fse) confirmed there was no misinterpretation and no harm to a pt or operator as a result of this issue. The customer performed the monthly image quality (iq) tests and the results were within specification. The fse evaluated the CT system and determined that the common image reconstruction system 1 (cirs)had failed and the hounsfield units were in fact, off by a value of 30. The fse replaced the cirs 1 to resolve the issue.

Manufacturer narrative:
(B)(4). On (B)(6) 2015, the radiologist at (B)(6) questioned if the hounsfield units (hu) were correct on a patient's images acquired on their brilliance 64 slice CT system. After reviewing the anatomy measurements, the radiologist reported that the hounsfield numbers are off. There was no rescan or reinjection required. The customer rebooted the system and it resolved the issue. The customer then notified philips service of the occurrence. The philips field service engineer (fse) was dispatched to the site. The fse arrived at the customer site and evaluated the system. The fse reported that there were no issues in the system. Later, through another reported problem documented in a separate complaint, it was determined that the common image reconstruction server (cirs1) was not working. The fse replaced cirs1 server to resolve the issue. The fse performed iq check, half fields (hf; head) and full fields (ff; body) water scans and it showed correct numbers. After repair, the system was working as expected. Log files were not provided by the fse for evaluation. The service part supply chain (sps) was contacted on (B)(4) 2015, to check if the part (cirs 3u server quad core,12 drives) was available for evaluation. The sps informed that the part was repaired therefore it was not available for investigation. Investigation by CT engineering determined this issue would not be likely to cause death or serious injury. The following mitigations for this issue include: perform iq verification & review. Daily and monthly image quality checks by operator. Verification of image quality for all scanner modes, including: voltage, scan types, collimation, resolution, reconstruction filters. Operator and radiologist should be qualified with CT diagnostic including typical CT image artifacts. The system shall be operated only if performance quality assurance has been satisfactory completed, and the preventive maintenance program is up to date. If any part of the equipment or system is known (or suspected) to be operating improperly or wrongly-adjusted, system shall not be used until repair is made. The CT scanner shall be operated by qualified operators only. The fse replaced the cirs 1 server to resolve the issue. Since the failed cirs 1 server was unavailable and the error logs were not provided for evaluation, root cause of the event could not be determined.

Manufacturer narrative:
(B)(4). We will file a f/u MDR at the completion of the investigation. (B)(4).